Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Additional observations: crease is observed. Wear abrasion is observed. Deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side "pain, swelling, seroma fluid, and exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported capsular contracture baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.c the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain, edema, anxiety-product/procedure, capsular contracture baker grade I.

Event description:
Healthcare professional reported a left side "pain, swelling, seroma fluid, and exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported capsular contracture baker grade I. Device has been explanted and replaced.